Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the customer was having issues with the reservoir. The customer was unable to fill the tubing with insulin manually with the plunger rod. The customer's blood glucose level was unknown. The customer was advised to monitor the issue and call the hotline to troubleshoot the problem. No device was returned for analysis.